Event description:
It was reported that the insulin pump is damaged. Customer stated that the device was dropped out of window from 15 meters into stone. Case is completely broken. The drive support cap appears to be damaged; it is flush. Blood glucose value is 137 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a cracked end cap, cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window. The displacement test could not be performed due to the cracked end cap. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.